Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that the patient was not tested as the patient was already implanted with a stimulator. Therefore the study implant was done to replace the old electrode for which no information was available while the implantable neurostimulator (ins) implanted in (B)(6) 2011 was left. Relevant medical history includes urinary urgency. No further complications were reported/anticipated. Additional information received reported that the old lead had been implanted on (B)(6) 2014. The lead was replaced on (B)(6) 2014. No additional information was available in regards to the cause or troubleshooting of the event. No further complications were reported /anticipated.